Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen and pump casing issues were verified. However, no failure was identified regarding the touchscreen being cracked/shattered.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the customer fell onto the pump, the pump touchscreen was black with a faint green, blue, and red line running horizontal on the screen. Reportedly, the pump screen did not illuminate after being plugged into a power source. Blood glucose level was 160 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.